Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because patient reported a break in aseptic technique described as patient made a mistake of touch contamination and did not clean the exchange area before starting pd therapy. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient (pt) began treatment with dianeal pd4 ambuflex therapy (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in (B)(6) 2013 the pt experienced peritonitis. Six days prior to this report the patient was admitted to the hospital for peritonitis. The cause of the peritonitis was initially reported to be due to the patient making a mistake of touch contamination and not cleaning the exchange area before starting pd therapy. During a call with baxter customer service, the patient stated "nurse contamination at the hospital" (details not provided) and mentioned "throwing up bile" (details not provided). Upon follow up with a pd nurse (pdn), it was confirmed the patient had the peritonitis upon being admitted to the hospital and therefore not thought to be caused by nurse contamination at the hospital. The pdn was not able to add to the patient's comment of "throwing up bile" and added the patient had other unspecified symptoms upon entering the hospital. The patient was treated with vancomycin (dose, frequency and lot not reported). The pdn stated after being treated with vancomycin, the patient was treated with another unknown antibiotic. Concomitant therapy was not reported. On an unspecified date, the patient was re-trained in proper aseptic procedures for pd therapy. Five days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the peritonitis event. On an unreported date, the patient was taken off of pd therapy and put on hemodialysis. The patient is currently on hemodialysis therapy.